Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please see medwatch report 2032227-2014-17721.

Event description:
It was reported that the customer experienced low blood glucose of 26 mg/dl since the morning of the phone call, for approximately eight hours. The customer treated with food. The customer was not hospitalized. The drive support cap of the insulin pump was recessed. The customer was using the proper techniques of priming the insulin pump. Everything was within specification. The customer stated that the insulin pump had been alarming motor error for the past eleven months. Nothing further was reported.